Manufacturer narrative:
The missing lot information has been requested from the complainant. The complainant indicated the information was not available. After the evaluation was noticed that the item received is different from the item reported. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2.5 months after the dental implant/abut. Were placed in immediate ext ada site 8, the implant had not achieved osseointegration. Clinician reports peri-implantitis, pain, infection and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
The missing lot information has been requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2.5 months after the dental implant/abut. Were placed in immediate ext ada site 8, the implant had not achieved osseointegration. Clinician reports peri-implantitis, pain, infection and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.